Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope exhibited a foreign body stuck in the scope. The issue occurred during reprocessing. There were no reports of patient harm.